Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was prepped inside the anatomy. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a restenosed non-tortuous, non-calcified proximal right coronary artery that was 75% stenosed. A 3.5x12mm nc trek balloon delivery catheter (bdc) was delivered without resistance and inflated once at 14 atmospheres, however, the balloon ruptured. Then a non-abbott nc bdc was used and completed dilating without issue, the procedure was successfully completed. There was no patient adverse event and no clinically significant delay. No additional information was provided.